Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent remains in the pt. Device issue: stent dislodgement. It was reported that during a procedure within the posterior lateral coronary artery, a perforation occurred with another company's dilatation catheter balloon. The jostent graftmaster was used in attempt to treat the perforation, when the stent came off of the balloon while pulling back into the guide, while crossing a freshly deployed stent in mid rca. The physician was able to pull the stent back into the descending aorta, tried to retrieve it over the snare, but was unsuccessful. The perforation sealed with prolonged balloon inflation and reversal of anti coagulation. The pt's condition is fair. There is no additional information available.

Manufacturer narrative:
(B) (4). (B) (4).